Manufacturer narrative:
Additional manufacturer narrative: partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial, or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute ventricular dysfunction and/or death. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Per the medical records from another complaint, the patient presented with severe prosthetic aortic insufficiency and worsening shortness of breath. A tee revealed an aortic valve somewhat canted in the root, likely because of a large amount of calcium at the anterolateral aspect of the annulus. Approximately three weeks prior to the explant procedure, an attempted percutaneous plug procedure was aborted because the valve position was canted. The patient underwent a redo avr. Upon explant, there was no pvl, only aortic insufficiency due to a hole in the non coronary cusp of the 3300tfx. The valve was removed and replaced with a 23mm 11500a valve. The valve seated well with no evidence of leak. The patient also underwent a tricuspid valve repair with a 26mm mc3 ring, in the same procedure. On attempts at closing the sternum, the patient developed profound right ventricular failure which improved with reopening the sternum. On the second attempt to closing the sternum, the patient developed right ventricular failure which did not improve on reopening the sternum. The rv failure presumed due to compromise of the orifice of the rca. The patient was recannulated and cpb resumed. The patient underwent a CABG x1. The patient was easily weaned from cardiopulmonary bypass. Tee showed excellent functioning aortic prosthetic with no perivalvular leak. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. On pod #17, the patient was discharged home with home health.

Manufacturer narrative:
H10: additional manufacturer narrative: in this case, the root cause of this event was likely due to related to patient and/or procedural factors.